Event description:
The pt was injected in tear trough and nasolabial folds. The pt allegedly developed pain and swelling under the eyes and eye lids. The pt was treated with a medrol dose pack.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.